Manufacturer narrative:
(D10): concomitant device(s): 320-06-42 - glenosphere 42mm: (B)(6). 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6). 320-42-00 - equinoxe reverse 42mm humeral liner +0.

Event description:
Post-operative of a left rtsa, it was reported via clinical study that the patient experienced deep infection. Furthermore, 2/3 intraoperative cultures came back positive for p. Acnes. The patient is on a 21-day course of doxycycline and following up with ID. The outcome of this event is considered resolved with medication and the clinical report indicates that this event is definitely not related to the device(s) and possibly related to the procedure.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. D1: corrected. H6: corrected component, and investigation clinical codes.